Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve was chosen for implant using a small flexnav delivery system. A pre-dilatation was performed prior to implant with the only 20mm by 3cm balloon available according to the minimum diameter of the annulus. It was noted that there was extreme calcification of the leaflets in the native valve. The starting implant depth at deployment was 4mm at the non-coronary cusp (ncc) in the overlap projection. The final implant depth at deployment was 4mm at the ncc and 3mm at the left coronary cusp (lcc). The patient's aortic angle was 47 degrees. Once the 25mm portico valve was implanted, and 3 seconds after it was released, the valve migrated towards a supra annular position, leaving severe aortic insufficiency. The patient remained stable throughout the event. There was no tension in the delivery system at the time of final deployment, and there was no interaction between the delivery system and the deployed valve. There were no difficulties deploying the valve. The migrated valve did not block any coronary arteries. The valve was not snared. A valve-in-valve procedure was done with a 25mm portico valve which was implanted within the first in a lower position. A post-dilatation was performed with a 22mm by 3cm balloon without complications for the patient. The annular dimensions were perimeter of 71.2mm, perimeter derived of 22.7mm, minimum 20.7mm, and maximum 24.5mm. The user believes that the migration may have been due to the amount of calcium and deficiency of the pre-dilatation due to balloon arrangement. There was no clinically significant delay in procedure.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.